Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The device was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. Upon evaluation gel was leaking from the front therapy electrode. The cause of the gel leak was physical abuse. The electrode belt was otherwise fully functional. Incoming testing confirmed proper functionality of the ECG acquisition and pulse delivery circuitry.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient reported that the rash was under the front therapy electrode pad. The patient also reported that the electrode belt was leaking gel. The patient consulted her physician who prescribed a steroid pill. Follow-up indicated that the rash had healed after using the steroid pill.